Event description:
A malfunction alarm was reported during the pumping process. There was no adverse impact to the customer's blood glucose level. The customer was unable to resume insulin therapy as the cartridge alarm recurred even after following the proper loading technique guided by technical support. Consequently, technical support decided to replace the pump, as it was under warranty, and instructed the customer to use multiple daily injections (mdi) as a backup insulin therapy. Furthermore, instructions were given to put the pump into storage mode before returning it with a pre-paid label, which the customer acknowledged and understood.